Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the endoeye deflectable videoscope exhibited error e226 while using the camera head. The event occurred during maintenance. There were no reports of patient involvement.